Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at follow-up, x-ray revealed externalized conductors. All measurements were within range. The patient will be monitored.